Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the faulty monitor board was returned. Evaluation of the monitor board verified the customer's report and was attributed to the diode. The diode was replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend,

Manufacturer narrative:
The device was returned to a zoll approved service provider; the customer's report was duplicated and attributed to the monitor board. The monitor board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.